Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the customer consumed glucose tablets, gave a manual injection and drank juice to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer acknowledged and continued using the pump for insulin therapy.